Event description:
Nearing completion of open heart surgery, external invasive pacemaker connected to pt in demand mode while pacemaker was already on. V. Defibrillation induced. Corrected with defibrillation. Determined that this unit can, by design, deliver 1-2 pacing beats before sensing circuits can inhibit it. Units are 20+ yrs old. No warning in manual. Units will be replaced. MFR notified by phone of incident on 5/20/95.